Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted on (B)(6) 2021. Product was received but could not be investigated for this allegation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.